Event description:
Reason for check: post op, angina like symptoms on admission. Atrial events appear to be falling in blanking/refractory, possibly intermittent undersensing on the atrial lead at times possibly triggering at/af (atrial tachycardia/atrial fibrillation) device classified termination of at/af event in progress. Reference report: mw5147383. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).